Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "physician does not perform cystoscopy or rectum exam to try to save time; physician is not properly trained". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use the align® to urethral support system is indicated for the treatment of female stress urinary incontinence resulting from urethral hypermobility and/or intrinsic sphincter deficiency. Contraindications the align® to urethral support system is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Warnings. The implant procedure and the instrumentation associated with the surgical placement of the align® to urethral support system carry an inherent risk of infection and bleeding, as do similar urological procedures. The use of surgical staples, clips, screws, or other attachment mechanisms with the align® to urethral support system can damage the polypropylene mesh sling. Precautions the usual precautions associated with urological procedures should be followed: accepted surgical practice and precautions must be followed for the management of contaminated or infected wound sites, when the align® to urethral support system is used. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. The implant procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and any viscera, during introducer needle passage. Proper placement of the mesh sling implant at mid-urethra requires that it lies flat with minimal or no tension under the urethra. The align® to urethral support system is intended as a single-use, disposable device. Do not resterilize any portion of the align® to urethral support system. Patients should be advised that pregnancy following a mesh sling implant procedure may negatively affect the success of the previous implant procedure and incontinence may reoccur. The safety and effectiveness of the align® to urethral support system implant procedure has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. Cystoscopy can be considered at the physician¿s discretion. Do not use the align® to urethral support system if the packaging is opened or damaged. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Post-operatively the patient is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month."

Event description:
It was reported that the patient had difficulties emptying her bladder, and it was impossible to empty when she was made to hold it. The patient has had a dilation of the urinary canal during her first follow up, but still had trouble with urgent bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had difficulties emptying her bladder, and it was impossible to empty when she was made to hold it. The patient has had a dilation of the urinary canal during her first follow up, but still had trouble with urgent bladder.